Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient with occasional presyncopal symptoms was presented to the clinic. Upon review, noise oversensing picked up as high ventricular rate episode was noted on the right ventricular lead. No intervention was performed at this time.